Manufacturer narrative:
Data analysis: the console (B)(6) imc log displayed the following error on the complaint date (09/08/23 00:05:37), indicating the onset of "oscillating contrast". This issue resolved automatically after approximately 12 days and 14 hours ( 21/08/23 14:28:17). Processsampleforopminvalidsignalerror: calculator placement signal 1036 real time (rt) logs on 09/08/23 confirmed that contrast signal received from optical bench is represented between -3000 and 3000 values. See attachments section for ic7562_rtlog_459783_onset_detail_01.png. Device analysis: this console was tested after arriving in fs. Issue was not reproduced; however pattern of unrealistic contrast values is consistent with loss of light within the optical system, which could be caused by either defective lamp or optical bench electronics. Inspection of the console also revealed corrupt microsd card on the rlm (B)(4), and minor damage to the optical pump connector - both unrelated to the complaint. ¿placement signal not reliable¿ alarms and intermittent optical sensor readings were caused by malfunction of the optical bench.

Event description:
The complainant had a 5.5 support ongoing for a patient awaiting heart transplant. The pump lost the optical placement signal but remained on for support for 26 more days. In total the pump supported for 38 days until it was explanted. No patient harm has been reported.